Event description:
It was further reported that the svc coil was programmed off.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defib impedance was steady at ~50 ohms through (B)(6) 2014 then rises out of range (>250 ohms) starting (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the pacing impedance was high and a fracture was confirmed. The device was programmed off.

Event description:
It was reported that the svc coil on the right ventricular lead had high impedance. The patient was brought to the operating room and an integrity issue was not consistently determined. The lead was noted to be fully inserted. The lead remains in use. No patient complications have been reported as a result of this event.